Event description:
The customer was hospitalized for low bgs. The customer stated that they went into coma. The customer was disconnected during rewind and prime. Troubleshooting was performed. The insulin concentration was correct. The programming was not correct. Explained the impact of incorrect programming on bgs.